Event description:
It was reported that shortly after implant, the patient received an inappropriate shock due to oversensing. Further examination of the lead resulted in no further evidence of any issues. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.